Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional g3: date received by manufacturer - correction h2: additional information/correction h6: type of investigation - additional h6: investigation findings - additional h6: investigation conclusion - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.